Manufacturer narrative:
Product ID: 3889-28, lot# va0cvdm, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had been administered morphine for the pain and antibiotics for the infection. It was noted that the large hematoma was bleeding. The patient recovered without sequelae on (B)(6) 2014. Additional information reported that the event was related to the procedure. An examination had occurred on (B)(6) 2014 and it was abnormal. The medications had been administered on (B)(6) 2014.

Event description:
T was reported the patient had a right buttock hematoma that was related to the lead. The patient developed an infection at the site of lead implant. The event resulted in in-patient hospitalization, prolongation of existing hospitalization, unscheduled clinic or office visit and emergency room visit. The device was explanted and not replaced. The event was noted as ongoing.